Event description:
It was reported that an ilet user experienced failure to pair and connect with a dexcom cgm despite multiple troubleshooting steps, including device restart, cgm toggle between g6 and g7 and back, and re-entry of transmitter serial number and sensor code; dexcom readings were present on the cgm system but not displaying on the ilet, suggesting a communication or bluetooth connectivity problem within the ilet-cgm interface. Symptoms included hyperglycemia with a reported peak over 374 mg/dl. Outcomes included prolonged time above range and no medical intervention, with the user continuing to use dexcom on a phone or receiver while awaiting resolution. Investigation included remote troubleshooting, verification of transmitter and sensor code entry, and arrangement of device replacement. Investigation of this case revealed a pairing failure limited to the ilet, consistent with a device communication malfunction of the cgm interface component. It was concluded, based on previously established findings for similar reports, that user harm did not occur and the probable cause was device communication failure requiring replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.